Manufacturer narrative:
(B)(4). Medical devices: guide wire: bmw, guiding catheter: ebu 3.5 6f, stent: orsiro, synergy. Device code (B)(4) : failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery (lad) that had an in-stent restenosis that was implanted in 2014. Pre-dilatation was not performed. A 2.5x18mm xience sierra stent delivery system (sds) was being advanced but failed to cross as it interacted with the restenosed already implanted stent. While removing the sds, the stent dislodged and remained on the guide wire. Resistance was noted during removal of the xience sierra with the implanted stent. A small non-abbott balloon was used to dilate the dislodged stent within the non-abbott guiding catheter (gc), to remove all devices as a single unit. A new non-abbott gc and balance middle weight gw was placed in the lad, and a non-abbott 3.0x20mm balloon was advanced to pre-dilate the lesion. Two non-abbott stents were attempted to cross, but failed. The two non-abbott sds were removed and were noted with flared stent struts. A balloon dilatation was performed with a balloon to successfully complete the procedure. No stents were implanted. The patient condition is good. There was no adverse patient sequela reported. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove and failure to advance was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: the xience sierra everolimus eluting coronary stent system is indicated for improving coronary artery luminal diameter in patients in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. For restoring coronary flow in patients experiencing acute myocardial infarction who present within 12 hours of symptom onset. For the treatment of patients with concomitant diabetes, acute coronary syndrome, dual vessel lesions (two lesions in two different epicardial vessels), lesions residing within small coronary vessels; lesions where treatment results in the jailing of side branches (lesions with a side branch smaller than 2 mm in diameter or an ostial stenosis smaller than 50%); for the treatment of elderly patients (age equal or greater to 65), and for treatment of both men and women. For the treatment of patients presenting with in-stent restenosis in coronary artery lesions; chronic total occluded coronary artery lesions (defined as coronary artery lesions with timi flow 0 and lasting longer than 3 months); and coronary artery bifurcation lesions. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, analysis of the returned device indicated that the non-abbott guiding catheter was cut open and the dislodged stent was not found. However, follow-up with the account confirmed that after the devices were removed together from the anatomy, the physician cut the guiding catheter to confirm the dislodged stent was there. The dislodged stent was found and discarded. No additional information was provided.